Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) no anomalies found.

Event description:
It was reported that during implant attempt, when a lead was connected with the ICD, over sensing was occurred. Blood ingression was found on the connector. The damage of the grommet was confirmed. No health hazard was found on the patient.